Event description:
The pt experienced pain underneath his rib cage, left flank pain, and left hydronephrosis following a transurethral needle ablation procedure. The physician believed he may have "got too close and nicked the uo." The pt was admitted to the hospital and a stent was placed. The pt identify is unk. Further info was requested.

Manufacturer narrative:
Hydronephrosis.